Event description:
It was reported by the patient`s representative  that two days post implant, the patient`s leadless implantable pulse generator (ipg) did not work and the patient deceased. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.